Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected evaluation conclusion code. Evaluation summary (B)(4) no anomalies found; full lead returned.